Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 414 mg/dl. Subsequently, the customer felt sick and was transported to the hospital due to the elevated bg. Customer was treated with insulin at the hospital which resolved the high bg. Reportedly, the customer was released in stable condition with no permanent damage after six and a half hours. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
E1.